Manufacturer narrative:
This medwatch report was filed based on analysis of the returned sample. As received, the specimen consisted of one safari2 275cm sml crv; returned coiled, loose and double-bagged within "zip-lock" style poly biohazard pouches. The specimen presented several bends of varying severity and frequency scattered over the length of the device and a fracture of the coil wire adjacent to the proximal coil to core joint. The fracture presented indications of ductile, tensile overload. No other damage or inconsistencies were noted to the specimen. The distal joint appears to be correct and intact by visual examination and by non-destructive testing. Except where noted, the specimen device appears visually and dimensionally correct. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As noted above, the specimen presents several bends of varying severity and frequency scattered over the length of the device and a fracture of the coil wire adjacent to the proximal coil to core joint. The fracture presents indications of ductile, tensile overload. At this time it is not possible to assign a definitive root cause for the event as reported. Based on the evidence presented by the sample and the information provided by the supporting documentation, handling factors appear to have impacted on the event as reported. Damage to the proximal end of the device preventing another device to be loaded onto the wire is not likely to cause patient injury as that section remains outside the patient, and another device can be selected to complete the procedure; however, this medwatch report is being filed due to the fact that the coil was fractured at the proximal end.

Event description:
As reported: straight forward accurate neo implantation. After delivery system removal the nurse pushed the end off the safari2 wire (proximal end where the curve is not present) against her glove. This caused the threaded wire to open slightly. Then they wanted to use the wire to advance the edwards balloon for a post dilatation. The balloon could not be advanced over the safari2 wire anymore. New safari2 wire solved the issue. Nurse mentioned that she handled the wire wrong (user error she called it).